Event description:
The customer stated that after performing testing on the axsym digoxin iii assay, two error codes generated (error codes not given). The customer then used a different digoxin iii kit with the same lot number and received 0.33 ng/ml and 0.41 ng/ml for the same pt. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.